Manufacturer narrative:
G6 and h2 were updated. Please reference manufacturer report number: (B)(4).

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, the first 29 mm sapien 3 ultra resilia (s3ur) valve embolized into aorta. The second valve, commander and esheath were opened and prepped. The second valve was deployed without any issues. Per report, the first system was prepped added 3cc's for deployment for annular area of 694mm2. A pre-bav was done with a 24mm zmed balloon. A 29 mm s3ur was delivered across the native annulus. Pacing and injection were performed, and they started to inflate the commander delivery system. It was noticed that the flex catheter had not been pulled back, however the balloon was already partially inflated on the ventricular side (maybe 20-30 %). An attempt was made to pull the flex catheter back, but the balloon catheter/bond broke and the partially expanded valve embolized into the aorta. The team pulled the valve aortic to secure/deploy the valve in the thoracic aorta. Resistance was noted when pulling the commander balloon out of the valve which was now positioned in the thoracic aorta. Serial ballooning (8mm,10mm, 12mm, 14mm) of the s3ur valve was then performed from the radial artery to help withdraw the commander balloon from the partially inflated s3ur valve. Once the commander was freed from the valve, the commander and sheath were removed as a unit and exchanged for a new 16f esheath. The aorta was measuring 24.5mm, so the 24mm zmed was used to fully deploy and secure the first 29mm valve in the thoracic aorta above the renal arteries. A second commander and 29mm s3ur valve were prepped per IFU. The second valve was inserted and deployed in the aortic annulus without any issues. There were good results per echo report. There was no paravalvular leak (pvl), low gradient and 80/20 aortic/ventricular positioning. The patient was extubated and awake and was discharged to recovery.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve embolization into aorta is unable to be confirmed due to no relevant imagery provided. The IFU and training manual provide instructions for retracting the tip of the flex catheter to the center of the triple marker and ensure the flex catheter tip is over the triple marker before beginning thv deployment. Per report, the flex catheter tip was not retracted over the triple markers prior to partial thv deployment. Not retracting the flex catheter prior to valve deployment can prevent the delivery system balloon from fully inflating properly. A balloon that is not properly inflated can result in valve embolism. In addition, the attempt to retract the flex catheter broke the balloon bond, further leading to valve embolization into the aorta. As such, available information suggests that procedural factors (use error, balloon tear) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Please reference manufacturer report number: 2015691-2024-00911.